Event description:
It was reported that the lvp was blinking but not alarming when the infusion was complete. This issue occurred during patient treatment. The medication/fluid that was being infused during this occurrence is unknown. It was confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
The customer¿s report that the lvp was blinking but not alarming when infusion was complete was not determined. The pcu device was not received for this investigation. No errors or malfunctions were recorded in the pump module error log on the reported incident date of (B)(6) 2020. Keypress replication was unable to replicate the customer¿s reported lvp blinking with no alarm. Log analysis results: no errors or malfunctions were recorded in the pump module error log on the reported incident date of (B)(6) 2020. The pcu device or the customer¿s data set were not received for this investigation therefore drug programming parameters could not be determined. The proximate cause was not determined. Review of the device logs confirmed that the device alarmed as required. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 01/21/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 05/19/2020 and indicate that this device has been previously returned for service on 09/04/2015 for unrelated issue to the complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the lvp was blinking but not alarming when the infusion was complete. This occurred during a patient treatment and did not impact their care. The medication/fluid that was being infused during this occurrence is unknown.